Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, bipolar lead impedance was 1168 ohms and unipolar lead impedance was 933 ohms. The impedances had steadily risen about 100 ohms for each of the last few visits. The capture threshold was 3.75 v, 1.0 ms. At the check-up three months previous, it was 1.0 v.